Event description:
Pt was revised to address dislocation (right side). Poly wear was found.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the prod and/or lot codes were unavailable. The investigation could not verify or identify any evidence of prod error with regard to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.